Event description:
A renegade microcatheter was used for a therapeutic procedure. It was originally reported that leakage was found at the strain relief. The engineering evaluation revealed that there was a crack in the shaft under the strain relief.